Event description:
The following has been reported: biomed reported: the concern is how often the pump requires a complete shutdown to clear an alarm. In the 12 months running on 5m/n we never had this many pumps pulled for service or "service alarms". Looking through we have about 24 pulled right now. Just looking for some clarification on why we didn't see this alarm previously in the original 44 pumps. 10/16/24 - biomed reported: when repriming the tubing, the cassette not working. Could not duplicate cleaned pins, run test patient without issue. Returned to service. A preliminary review identified the following issue: set not working. Unknown if an active infusion was stopped. Reporting as a conservative report for the cassette not working, but we do not have any additional information at this time. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Fresenius kabi requested follow up 3 times for additional info and the answers were not provided. The pump problem is unknown. Due diligence has been completed with no response. Biomed emailed serial # (B)(6), reported: cassette not working. Could not duplicate cleaned pins, run test patient without issue, returned to service. Cassette admin set not working- no additional information provided. A DHR review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. With no additional information regarding the cassette or the failure that was experienced, no further investigation can be performed. The complaint will be closed.